Manufacturer narrative:
Additional information received: it was confirmed the deployment steps were followed per the IFU and there were no issues deploying the proximal end of the bifurcate stent graft. There was no endoleak present with the infolding. Film evaluation summary: the reported stent graft infolding was confirmed on the films provided; however, the cause of the event could not be fully determined. It is likely that stent graft oversizing may have contributed. Implanting a 23mm bifurcate into a 18-20mm proximal neck flow lumen containing thrombus and moderate calcium which reduced the flow lumen to ~16mm may have led to the infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 40mm aaa . The aortic neck was noted to measure 18mm to 21mm proximal to distal along a 5cm length. Mild proximal neck thrombus was noted with moderate calcification in the proximal neck also reported.  It was reported that during the index procedure, post cannulation of the contra lateral limb, an intravascular ultrasound was placed into the 23mm portion of the bifurcated graft and an infolding was observed.  The case then continued through its normal sequence. A reliant balloon was used to mold the neck of the  graft, limb overlap and throughout the limbs bilaterally. Prior to performing a final angiogram with contrast, a intravascular ultrasound was used again to observe the aortic neck and it was noted the infolding had resolved.  Per the physician the cause of infolding could not be determined.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.